Manufacturer narrative:
(B) (4). The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. It was noted that for three of the four devices (all except for the metal acetabular shell) was implanted on a date that was past the expiration date clearly marked on the boxes. Zimmer expects that all products that are labeled with an expiration date will not be used if that date is exceeded. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive...

Event description:
Patient was revised due to infection.